Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was having pain at the pocket site. The patient felt that the ipg seemed to be collapsing or disintegrating. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4) additional suspect medical device component involved in the event: model#: sc-8216-70 serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was having pain at the pocket site. The patient felt that the ipg seemed to be collapsing or disintegrating. The patient will undergo an explant procedure.